Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic amplitudes. Technical services discussed some programming options. During office testing, the local representative could easily move the device forward and back along the ribcage. The representative will discuss the findings with the physician. Later, the physician explanted and replaced the system with a transvenous system. There were no additional adverse patient effects.